Manufacturer narrative:
A ge service rep performed an on-site investigation and tested and inspected esd kit for proper operation. Replaced isd pcb x3 for blowing fuse. Replaced isolation transformer, surge suppressor printed circuit board, surge suppressor cable, ac power cord, interconnect cable, workstation on/off switch, and emergency off and on switch. The system was tested and found to be working as intended adn put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.